Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working correctly. Customer stated that battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, device passed displacement test. Test p-cap or reservoir will not lock in place due to broken reservoir tube lip. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. Device was monitored and no blank display anomaly or failed battery test alarms noted.